Event description:
The pharmacy was using the warmer to warm up sterile vials of crystallized mannitol injections. The dial on the warmer was marked in centigrade. It is unclear if the pharmacy technicians realized the difference between celsius and fahrenheit. The cabinet was inadvertently set at 150 degrees celsius. About ten minutes later, the mannitol exploded causing a fire in the cabinet and catapulting the cabinet to the floor. The glass vials had exploded and glass flew across the room. After this incident, the manufacturer's information was reviewed regarding mannitol storage and warming procedures. It was discovered the manufacturer does not recommend heating the glass vials in anything but warm water. No employees were injured, and in the future, all mannitol vials will be heated using warm water only.